Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 275 (mg/dl) for 2 days. Reportedly, contact believes that the customer's bg levels may be due to stress from beginning school. Customer administered correction boluses to treat their bg levels. Reportedly, customer uses humalog in the pump cartridges for 3 days at a time per the recommendation of their health care provider. System check with tandem technical support indicated pump was performing as intended.